Event description:
It has been reported to philips that, x-ray tube was defective. No harm has been reported to philips. Philips has started an investigation for this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed the reported issue that x-ray tube was defective. Review of the system log file showed that x-ray generator errors. Fse analyses the system and identified cause of the issue is malfunction of the cg or x-ray tube hardware. As a repairing action fse replaced the x-ray tube, performed calibration and replaced cooling unit along with control panel. After replacement the system was returned to use in good working order. The codes were updated based on the investigation outcome. The evaluation method code was corrected.